Event description:
Event description guidant received information that this left ventricular lead was unable to capture or sense and the impedance was >2000 ohms. Capture was obtained when the device was programmed to the maximum output and when the lead configuration was reprogrammed (left tip to right ring). Lead conductor damage was suspected. At a later date the lead was explanted and replaced. A new lead was implanted in another vessel.